Event description:
It was reported that the patient underwent a surgical procedure due to performance issues with an inflatable penile prosthesis (ipp). According to the patient the pump was not working properly and the cylinders did not stay inflated. During the procedure the existing device was removed and replaced. The cause for the malfunction was unknowns as the physician only mentioned that the pump was not behaving correctly. There were no patient complications related to he device.

Event description:
It was reported that the patient underwent a surgical procedure due to performance issues with an inflatable penile prosthesis (ipp). According to the patient the pump was not working properly and the cylinders did not stay inflated. During the procedure the existing device was removed and replaced. The cause for the malfunction was unknowns as the physician only mentioned that the pump was not behaving correctly. There were no patient complications related to he device.

Manufacturer narrative:
Model number/catalog number 72404155. Serial number null. Batch/lot number 1000077902. Model/catalog description reservoir 65 ml pc/iz.